Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 3mm wolverine coronary cutting balloon was selected for revascularization. During the procedure, the balloon was inflated once with 6 atm with 10secs inflation time but the balloon ruptured at 6 atm. The device was removed normally, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).